Event description:
Information received by medtronic indicated that insulin pump was over dosing. No harm requiring medical intervention was reported. Troubleshooting was not performed however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black he customer alleged possible over delivery anomaly and low blood glucoses on (B)(6) 2022.the device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No over delivery anomaly. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Please see below for the bolus listed on the event date in the pump history file. (B)(6) 2022 17:54:54.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 5 bolus amount delivered = 5 the device passed the functional testing. Unable to confirm alleged low blood glucose the customer alleged possible over delivery anomaly was not confirmed. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low blood glucose level events since 3 months. The customer's blood glucose level at the time of incident was 46 mg/dl and the current blood glucose level was 78 mg/dl. The customer experienced symptoms like shaking, sweating, mental confusion and weakness. The customer treated by drinking proteins. The customer reported that the insulin pump was over dosing. No further harm was reported by the customer. The customer stopped the troubleshooting, stated to contact the health care professional.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b1, b5, h1, and h6 with this report.

Event description:
The customer reported via phone call that they experienced low blood glucose level events since 3 months. The customer's blood glucose level at the time of incident was 46 mg/dl and the current blood glucose level was 78 mg/dl. The customer experienced symptoms like shaking, sweating, mental confusion and weakness. The customer treated by drinking proteins. The customer reported that the insulin pump was over dosing. No further harm was reported by the customer. The customer stopped the troubleshooting, stated to contact the health care professional.